Manufacturer narrative:
(B)(4). It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. Additional info has been requested. A copy of the article is available at www.painphysicianjournal.com.

Event description:
Literature: smith, clark, lin john, shokat max, dosanjh sonny, and casthely dionne. "A report of paraparesis following spinal cord stimulator trial, implantation and revision." Pain physician 2010; 13:357-363. Summary: this article discusses in detail four occurrences of neurological complication after spinal cord stimulator (scs) implantation. All four pts presented with paraparesis after spinal cord stimulator trial or implantation. The cases involved injury secondary to epidural hematoma, cord contusion or thoracic disc herniation. Event: a (B)(6) male pt with a history of chronic back and leg pain and failed back surgery syndrome, and who previously had undergone l5 laminectomy and an l5-s1 posterior fusion, experienced lower extremity weakness (right greater than left), difficulty urinating and a band-like loss of sensation around the lower abdomen after surgery to replace the scs bipolar lead with tripolar paddle leads in order to improve back pain coverage. A t8 and t9 laminectomy also had been performed after the entire initial scs system was removed, and scarring of the dura to the underlying lamina was noted. On post-operative day 1, the stimulator and leads were removed resulting in improved strength in the pt's left lower extremity. The other symptoms remained the same. The pt underwent physical therapy and could walk with a rolling walker with assistance. The pt was discharged on post-operative day 2. Three hrs later, the pt went to the emergency dept complaining of sensory changes, inability to void, and inability to walk due to right leg weakness. The pt was given IV steroids. An MRI showed no evidence of cord compression or epidural hematoma. On post-operative day 5, another MRI showed slight signal enhancement at the t8/t9 level. The right leg weakness and sensory changes continued. On post-operative day 8, the pt was transferred to inpatient rehabilitation. Manual motor strength testing revealed diminished strength in the right lower extremity with some diminished strength in the left and bilateral diminished sensation in the t6-t11 dermatomes. There was no sensation on the right and diminished sensation on the left at t12-s1. Perianal sensation was diminished. After comprehensive interdisciplinary rehabilitation, the pt experienced full return of motor strength in the left leg, but only partial return on the right. The pt was able to walk with a rolling walker with minimal assistance and void volitionally but was still using a suppository at night.